Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included vaginal bleeding, bladder incontinence, menstruation irregular, furuncle, fibroids, perineal pain, endometriosis, intramural leiomyoma of uterus, right lower quadrant pain, nabothian cyst, abdominal pain lower, low back pain, nauseous, tonsillectomy, adenoidectomy, breast lump removal, endocervical squamous metaplasia, hyperplasia, obesity (43.975), multigravida, parity 4, menses irregular, adenomyosis and polymenorrhoea. The essure was placed easily in that side with appearance of3-4 coils in the cavity, on the left side, the left ostium was not well seen. Setting the insufflation pressure to 90, there was a suggestion of the opening and the essure went easily into that channel and was released easily. Approximately 8-9 coils were seen in the cavity on the left side. Concurrent conditions included diabetes mellitus and blood insulin abnormal. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced arthralgia ("hip pain/joint pain"), myalgia ("sore muscle/ muscle pain"), feeling abnormal ("brain fog") and swelling ("swelling"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, dyspareunia, vaginal haemorrhage, depression, anxiety and swelling outcome was unknown and the arthralgia, myalgia and feeling abnormal had resolved. The reporter considered anxiety, arthralgia, depression, dyspareunia, feeling abnormal, menorrhagia, myalgia, pelvic pain, swelling and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 224 lbs. Approximate weight at the time of essure placement 224 lbs. Essure insertion date provided as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming-pelvic pain, pain, abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression, anxiety. The following information was received from social media hip pain, sore muscle. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New events added: brain fog, swelling. Previously added event myalgia, hip pain were updated to recovered/resolved. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included vaginal bleeding, bladder incontinence, menstruation irregular, furuncle, fibroids, perineal pain, endometriosis, intramural leiomyoma of uterus, right lower quadrant pain, nabothian cyst, abdominal pain lower, low back pain, nauseous, tonsillectomy, adenoidectomy, breast lump removal, endocervical squamous metaplasia, hyperplasia, obesity (43.975), multigravida, parity 4, menses irregular, adenomyosis and polymenorrhoea. The essure was placed easily in that side with appearance of3-4 coils in the cavity, on the left side, the left ostium was not well seen. Setting the insufflation pressure to 90, there was a suggestion of the opening and the essure went easily into that channel and was released easily. Approximately 8-9 coils were seen in the cavity on the left side. Concurrent conditions included diabetes mellitus and blood insulin abnormal. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced arthralgia ("hip pain") and myalgia ("sore muscle"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, dyspareunia, vaginal haemorrhage, depression, anxiety, arthralgia and myalgia outcome was unknown. The reporter considered anxiety, arthralgia, depression, dyspareunia, menorrhagia, myalgia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 224 lbs. Approximate weight at the time of essure placement 224 lbs. Essure insertion date provided as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming-pelvic pain, pain, abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression, anxiety the following information was received from social media hip pain, sore muscle. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- hip pain, sore muscle. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included vaginal bleeding, bladder incontinence, menstruation irregular, furuncle, fibroids, perineal pain, endometriosis, intramural leiomyoma of uterus, right lower quadrant pain, nabothian cyst, abdominal pain lower, low back pain, nauseous, tonsillectomy, adenoidectomy, breast lump removal, endocervical squamous metaplasia, hyperplasia, obesity (43.975), multigravida, parity 4, menses irregular, adenomyosis, polymenorrhoea, weakness, appetite lost, uterine fibroids, nabothian cyst and endometriosis of uterus. The essure was placed easily in that side with appearance of3-4 coils in the cavity, on the left side, the left ostium was not well seen. Setting the insufflation pressure to 90, there was a suggestion of the opening and the essure went easily into that channel and was released easily. Approximately 8-9 coils were seen in the cavity on the left side. Current weight 242 lbs. Concurrent conditions included diabetes mellitus and blood insulin abnormal. Concomitant products included nsaids since march 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced arthralgia ("hip pain/joint pain"), myalgia ("sore muscle/ muscle pain"), feeling abnormal ("brain fog"), swelling ("swelling"), hypersensitivity ("allergic reaction "), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, depression, anxiety and swelling outcome was unknown and the dyspareunia, vaginal haemorrhage, arthralgia, myalgia, feeling abnormal, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, arthralgia, bladder disorder, cystitis, depression, dyspareunia, feeling abnormal, hypersensitivity, menorrhagia, myalgia, pelvic pain, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight (B)(6) . Approximate weight at the time of essure placement (B)(6) essure insertion date provided as (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming-pelvic pain, pain, abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression, anxiety the following information was received from social media hip pain, sore muscle. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event allergic reaction bladder and urinary problems added. Bladder infection uti vaginal infection vaginal discharge added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included vaginal bleeding, bladder incontinence, menstruation irregular, furuncle, fibroids, perineal pain, endometriosis, intramural leiomyoma of uterus, right lower quadrant pain, nabothian cyst, abdominal pain lower, low back pain, nauseous, tonsillectomy, adenoidectomy, breast lump removal, endocervical squamous metaplasia, hyperplasia, obesity (43.975), multigravida, parity 4, menses irregular, adenomyosis, polymenorrhoea, weakness, appetite lost, uterine fibroids, nabothian cyst and endometriosis of uterus. The essure was placed easily in that side with appearance of3-4 coils in the cavity, on the left side, the left ostium was not well seen. Setting the insufflation pressure to 90, there was a suggestion of the opening and the essure went easily into that channel and was released easily. Approximately 8-9 coils were seen in the cavity on the left side. Current weight 242 lbs. Concurrent conditions included diabetes mellitus and blood insulin abnormal. Concomitant products included nsaids since (B)(6) 2007 and paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). On an unknown date, the patient experienced arthralgia ("hip pain/joint pain"), myalgia ("sore muscle/ muscle pain"), feeling abnormal ("brain fog"), swelling ("swelling"), hypersensitivity ("allergic reaction "), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infection ") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the menorrhagia, depression, anxiety and swelling outcome was unknown and the dyspareunia, vaginal haemorrhage, arthralgia, myalgia, feeling abnormal, hypersensitivity, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, arthralgia, bladder disorder, cystitis, depression, dyspareunia, feeling abnormal, hypersensitivity, menorrhagia, myalgia, pelvic pain, swelling, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 224 lbs. Approximate weight at the time of essure placement 224 lbs. Essure insertion date provided as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming-pelvic pain, pain, abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression, anxiety. The following information was received from social media hip pain, sore muscle. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. (Product technical complaint). On 29-jun-2020: no new clinical information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/ pain') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test". The patient's medical history included vaginal bleeding, bladder incontinence, menstruation irregular, furuncle, fibroids, perineal pain, endometriosis, intramural leiomyoma of uterus, right lower quadrant pain, nabothian cyst, abdominal pain lower, low back pain, nauseous, tonsillectomy, adenoidectomy, breast lump removal, metaplasia, hyperplasia, obesity (43.975), multigravida, parity 4, menses irregular, adenomyosis and polymenorrhoea. The essure was placed easily in that side with appearance of3-4 coils in the cavity, on the left side, the left ostium was not well seen. Setting the insufflation pressure to 90, there was a suggestion of the opening and the essure went easily into that channel and was released easily. Approximately 8-9 coils were seen in the cavity on the left side. Concurrent conditions included diabetes mellitus and insulin. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems (condition: depression)") and anxiety ("psychological or psychiatric problems condition: mental anguish"), 1 month after insertion of essure (ess205). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the menorrhagia, dyspareunia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Current weight 224 lbs. Approximate weight at the time of essure placement 224 lbs. Essure insertion date provided as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44 kg/sqm. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: confirming-pelvic pain, pain, abnormal bleeding (vaginal, menorrhagia), dyspareunia, depression, anxiety. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Events : "abnormal bleeding (vaginal), depression, anxiety and device monitoring procedure not performed", reporter and reporter information, medical history, concomitant drug was added. Event "pain" outcome were changed to "recovering/resolving". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.